Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the display flex cable was damaged. Error messages were also noted in the programmer history log, the power cord bay was worn, and the upper case was scuffed. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.